Event description:
The impella device was placed while patient was in the cath lab. Patient was returned to an ICU bed, still in cath lab. The impella console began to alarm and showed "monitor motor current, restart pump." It was the same problem that we reported 10 days ago on another impella device. After the alarm showed, the staff continued to troubleshoot to restart the pump but were unsuccessful in doing so. The impella did not look like it was positioned correctly by viewing on echo, but the console was ok with the position. The decision was then made to pull back the impella out of the ventricle and treat the patient medically. The impella was later removed. The console was pulled out of service as well.